Manufacturer narrative:
This report is submitted on july 1, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during a MRI (1.5 tesla). The patient's head was wrapped as an approved indication in the instructions. Surgery to replace the magnet has been completed on (B)(6) 2019.